Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable, clamp tubing." The pump was silenced, but continued alarming. The pump settings were reviewed and the pump was powered up. User was advised to restart the pump, but she did not want to remove the cassette. She was advised to call te clinic for further instructions. She was unable to check for air bubbles in the line since the cassette was not removed. The reservoir volume was 12.3, rate was 2.4, and 98.75 was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.